Manufacturer narrative:
Additional patient and event information has been requested from the customer. The device has not been returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the investigation conclusion. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that a silent nite device was broken.

Manufacturer narrative:
Additional information was received from the healthcare professional. The patient's ethnicity/race was reported as white. An inquiry was made regarding the event date as it was not provided. Additional information was added in the following section: a2. A3a. A4. A6. B5. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that the anchors broke on a silent nite sleep device. Per the report it was stated that the patient was satisfied with the device until the anchors broke leaving the device unfunctional. Per the report the healthcare provider did not observe any patient symptoms or permanent injury. It was reported that the patient did not discontinue the use of the device and no medical and or surgical procedures were required. It was reported that the patient followed the cleaning and storage directions.

Manufacturer narrative:
Correction was made in section g4.device evaluation has been completed; following is the device analysis conclusion: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description the root cause could not be determined. A potential root cause could be due to an incomplete curing which may have caused the anchor to break off. Manufacturer internal reference number: (B)(4).